Event description:
It was reported that during sterile processing , it was observed that the motor device had intermittent operation. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of patient or user injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.